Event description:
It was reported that during a lap sigma procedure, the blade was broken. Blade fell into the pt and was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.